Manufacturer narrative:
The reported event of ¿insufficient heatseal¿ is confirmed. Received two 138112 in original packaging. Lot number was verified. Performed a visual inspection, one package was not sealed at one end. The second package had the device encroaching the seal. Performed a functional inspection on the sealed package, the device was dye leak tested which indicated that the packaging did not have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review was conducted and found this is the only event with a quantity of 2 units for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 90 complaints, regarding 7,544 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: sterility is guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138112, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.